Event description:
It was reported that the procedure was to treat a calcified lesion in the circumflex (cx) artery. Reportedly, during unpackaging of the 4.0x15mm nc trek balloon dilatation catheter (bdc), resistance was met during withdrawal of the stylet and protective sheath. However, the bdc was soaked and prepped prior to use without issue. After advancement to the lesion, the bdc balloon ruptured at 12 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. The reported difficult to remove the protective sheath and stylet could not be replicated in a testing environment as the protective sheath and stylet were not returned. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.